Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6) 2020 at 5:56:15 pm. Blood glucose (bg) values from 49-52 mg/dl were recorded by continuous glucose monitor (cgm) at 5:52:14 pm on (B)(6) 2020 via backfill. The pump recorded this data when the device regained connection with the transmitter (5:52:14 pm), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened at approximately 5:42:00 pm (yellow dots). Cgm alert 1 (cgm low alert) enunciated at 5:52:14 pm when the device regained connection. On (B)(6) 2020, at 1:07:27 pm and 2:25:46 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.